Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a bad battery alarm, low battery alarm and failed battery test alarm. Customer's blood glucose was unknown. Customer changed batteries five times in order to alarm to clear and pump to function. Customer also reported of receiving a no delivery alarm due to not being able to change reservoir. Customer was advised that battery cap would be replaced.